Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ac power adapter and usb cable were not charging the pump battery. Customer used new adapter/usb cable and battery was successfully charged. Customer's blood glucose was 110 mg/dl.